Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer contacted support to report a drawer failure. The customer stated that auxiliary drawer 4.2 would not close. A review of rss indicated a hardware failure message associated with the drawer. Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 4.2 had hardware failed. A field service engineer (fse) opened the back panel and identified that the solenoid plunger square clip was broken. The plunger with the square clip was replaced, restoring proper functionality. The system functioned as intended after field service engineer repaired the issue.